Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that during a stenting procedure in the left anterior descending artery (lad), the asahi prowater guide wire became entrapped with the stent struts of the implanted stent, and the guide wire tip separated in the lad. Attempts were made with an unspecified device to retrieve the separated tip; however the tip was not retrieved. The patient experienced angina and thrombus was forming in the artery. An additional unspecified drug delivery stent was implanted, embedding the guide wire tip against the artery wall and resolving the thrombus and chest pain. There was no clinically significant delay during the procedure. There was no adverse patient sequela. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd the device was not returned for analysis. Although device investigation of the subject guide wire could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The investigation determined the reported entrapment, separation, device embedded, and additional therapy/non-surgical treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported angina and thrombosis, and the relationship to the device, if any, could not be determined.